Event description:
It was reported that pump malfunction occurred, showing malfunction code 16, with no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller confirmed understanding of instructions.